Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day, two weeks prior to contacting lfs, at 2 pm. She obtained a glucose result of 337 mg/dl on the subject meter and 80 mg/dl on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she denied making any changes to her usual diabetes management routine. She claimed at 3 pm, after the alleged issue started, she became shaky and sweaty. In response to her symptoms she reportedly self treated at 3 pm with glucose tablets/gel. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. While troubleshooting, the control solution test was performed and it passed successfully. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.